Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks and anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) episodes. The device was reprogrammed in the facility, but technical services (ts) reviewed data from the device and provided further reprogramming recommendations. The plan for this patient is to perform an ablation and the physician is currently working on a medication plan to reduce these rates. No additional adverse patient effects were reported. The device remains in service.